Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately three months post hvad® implantation, the patient experienced multiple critical battery alarms and controller power up events. It was further reported that the alarms were resolved on disconnecting and reconnecting the batteries. Both batteries were replaced and were returned to heartware for analysis. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
Please note that the MFR report number has been corrected from "3007042319-2015-00952" to "3007042319-2014-00952".